Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset without recurrence of malfunction, was advised to change cartridge and continue pump use, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.